Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing complete pump reset information and guided them through the process. After the reset, the pump did not display the cgm error code again, and the customer successfully initiated their sensor session.